Event description:
It was reported that the ilet would not charge, consistent with a charging problem associated with the battery charger; after the user switched power outlets per troubleshooting, the device powered on briefly and subsequently charged successfully. Customer care provided support that included remote troubleshooting with the user to ensure successful charging of the ilet. Investigation of this case revealed a power source problem was identified, aligning with a charging problem and implicating the battery charger rather than a device component failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was external power source issues.